Event description:
The event is reported as: the customer alleges that they have "each" that the package is labeled 4.0 size, but upon opening a 3.5 blade is present. No report of a pt injury or delay in treatment.

Manufacturer narrative:
The device sample was not returned for evaluation at the time of this report. Five separate MDR reports will be submitted representing the five blades with the reproted defect.